Manufacturer narrative:
This product would be sold under a different part number in the us at this time. The correction/removal reporting number (B)(4) applies to the corresponding product code sold domestically. This complaint is still under investigation. Not returned.

Event description:
The surgeon loosed the tourniquet the patient's blood pressure, oxygen and heart rate dropped. Active rescue was required but useless with sudden cardiac arrest. And heart jumped but converted to sinus rhythm. The patient was transferred to ICU for further treatment. The condition was aggravated on (B)(6) 2013. The patient died on the same day. The surgeon's preliminary judgment is the patient is allergic to bone cement which contributed to death. This case had already been reported to china authority by the hospital.

Manufacturer narrative:
The product associated with this report was not returned. Device history record review did not find any related anomalies. Retained samples were conditioned and tested and no anomalies were identified. The investigation could not draw any conclusions about the root cause of the reported event. The surgeon states that the patient may have had an allergic reaction to the bone cement, but without testing the patient prior to the operation this cannot be confirmed. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.